Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left brachial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 17 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left brachial artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 17 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported. It was further reported that the target lesion was 70% stenosed and severely tortuous and severely calcified.

Manufacturer narrative:
Device evaluated by MFR.: a mustang 7 x 4 ,75cm, 20 atm, batch # 26016171 was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 10mm in length and extended from a position 11mm distal of the proximal markerband to 15mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.